Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that when sits or is lying down for longer periods of time, the stimulation will feel uncomfortable, like little shocks, which started the last couple of weeks (month confirmed). Patient started adjusting settings in may in effort to get better symptom control. Patient services reviewed general programming guidance and explained that it is not recommended to increase setting beyond the level of comfort. Patient will discuss with representative at her reprogramming session (not yet scheduled).